Event description:
Additional information from patient. They reported that the issue was not caused by normal battery depletion. Patient had the unit turned off for 4-5 months by mistake. On (B)(6) 2021, patient mentioned they were confused about reading the appliance. Patient stated they had serious eye trouble and machine was off because of them not seeing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been ill. She thinks she "needs to use unit and press it for more". Patient forgot how to use the interstim patient programmer. Patient doesn't know how to turn on anymore. Patient described what sounds like a poor communication screen they were getting. Patient said they put fresh alkaline batteries in the programmer. Patient has been getting up every two hours at night. I asked when this started and pt said for months now. I asked in 2021 and pt said yes probably 6-7 months at least. Walked caller through proper placement of antenna. Patient was able to connect and it said the patient was at 3.2 and the stimulation was off. I told her the reason she probably had return of symptoms was her stimulation was off. Patient lowered stimulation and then turned stimulation back on and increased back to 3.2. Patient said they don't know how it turned off when they had their patient programmer put away in a drawer for months. Told patient to monitor their symptoms to see if they improve. No further complications were reported at this time.